Manufacturer narrative:
G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a line on the display of a novum iq large volume pump. The display issue was discovered at or before the first clinical use and was an out-of-box failure. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. The device was received for evaluation. During functional testing, the reported issue "line on display " was reproduced. Visual inspection found the lines were lighter and darker horizontally throughout the display screen. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a faulty display. The display requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.